Event description:
On december 21, 2023, senseonics was made aware of an incident where the patient complained of discrepancy between eversense values and blood glucose (bg) meter values. The patient provided the below examples. A. (B)(6), 9pm 76 mg/dl 170 mg/dl. B. (B)(6), 11pm 157 mg/dl 202 mg/dl .c. (B)(6), 0pm 136 mg/dl 236 mg/dl. D. (B(6), 4 pm 76 mg/dl 154 mg/dl a review of the glucose data on the data management system (dms) suggested a deviation in the system performance and hence a sensor replacement was approved. There were no adverse events associated with this incident and no medical attention was required. The patient will have the sensor removed.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. As part of resolution, the RMA was authorized to offer the user a sensor replacement. B4. Date of this report updated to 19 march 2024 h3. Device evaluated by manufacturer?no h6. Type of investigation updated to 4114 h6. Investigation findings updated to 3221 h6. Investigation conclusions updated to 67.